Manufacturer narrative:
The insulin pump alarmed with a motor error during rewind, due to motor encoder signal being out of phase. The device was also received with a cracked reservoir tube lip, minor scratches on the lcd window and cracked belt clip slot.

Event description:
The customer called and reported the insulin pump alarmed with a motor error. Customer stated he was in the hospital for a stroke. Customer's blood glucose was 308 mg/dl. It was stated that the customer did not remove the insulin pump when he had a computerized tomography scan and magnetic resonance imaging performed. There were dozens of motor errors found din the insulin pump and the time was off. Customer was reportedly able to complete the rewind sequence on the device wand was not using the sensor feature. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.